Event description:
It was reported that a patient underwent a episiotomy procedure on an unknown date and suture was used. The surgeon reported that the patient developed inflammation and difficulty in wound healing one month post operatively. The patient condition is listed as stable.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.